Manufacturer narrative:
Log file analysis revealed several vad stop alarms of type vad disconnect on the reported event date. A controller fault alarm was triggered shortly after; controller fault alarm of type "sys_front_ultra_fine_not_zero" occurs when there is an internal fault with the current measurement channel. This controller fault can only be detected when the driveline is disconnected and the controller is reading a current above zero milli-amps. This controller fault may have prevented the controller from detecting a valid driveline connection. The pump was not returned as it remains implanted. Review of the manufacturing documentation confirmed that the associated pump ((B)(4)) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a vad disconnect alarm and a controller fault alarm. The type of controller fault alarm suggests an internal fault with the current measurement channel. The presence of this alarm may have prevented the controller from detecting a valid driveline connection. The most likely root cause of the vad disconnect alarm cannot be conclusively determined. A possible root cause for the failure of the pump to restart can be attributed to an internal fault preventing the controller from recognizing a valid driveline connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01133 and 3007042319-2015-01134) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the perfusionist that the patient reported a high priority alarm pump stopped sounded. Perfusionist disconnected and reconnected pump connector, but pump did not restart. Controller exchange performed and pump restarted. No effect on patient reported. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01133 and 3007042319-2015-01134) submitted for devices related to the same event. Device remains implanted.